Event description:
It was reported that during a da vinci si sacrolpopexy procedure the large suturecut needle driver instrument was not cutting. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument was not cutting. The instrument grip cable was found broken and derailed at the distal idler pulley, resulting in the instrument not being able to cut. An additional observation found damage on the surface and the edge of the idler pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.